Manufacturer narrative:
The case was re-opened as patient consent was received. Destructive testing is conducted. The investigation was completed and updated with the results from the destructive testing. In the following , the updated parts are marked (->update, 10.01.2018): trend analysis: no trend identified. He device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): it is reported: the patient received a revitan stem three years ago and the follow-up was without any problems. The patient came to the outpatient clinic with sudden pulling pain on (B)(6). The radiological check-up showed a taper fracture in the area of the distal/proximal components. The patient will be revised on (B)(6). Additionally to the patient information already indicated on the front page, the degree of activity is rated as ¿medium¿. Review of received data: x-rays: a powerpoint presentation containing x-rays dated from (B)(6) to (B)(6) was received. The exact date of the x-rays is not indicated. The xrays concerning the left hip are described below. It seems that the changes in the bone structure of trochanter major and minor possibly observable over the assessed period can be rather attributed to the difference in contrast of the radiographs than actual bone changes. Three pdf files showing the screen with x-rays in the or were received. These files have a suboptimal quality and the date the x-rays were taken is either not or only incompletely visible. Therefore, the x-rays will not be considered for evaluation. Late infection left hip (B)(6) / pelvis overview and second view: there are hip replacements on both sides. The x-rays seem to be inconspicuous. On the second view it can be seen that because of the position of the stem in the femur the thickness of the cortical bone is thinnest just below the trochanter major. Removal beginning of (B)(6) / pelvis overview and ap view left hip: there is a girdlestone situation in the left hip. The femur is fixed with three cerclage wires. A fracture can be recognized below the trochanter major. From that fracture seems to run a longitudinal osteotomy / fracture which ends in a transverse osteotomy / fracture further distal also on the lateral side of the femur. Implantation revitan end of (B)(6) / pelvis overview and second view: on the pelvis overview on the left side a new hip prosthesis is implanted whereby the femoral component is a revitan stem. The three cerclage wires are still in situ. On the height of the first cerclage a small gap is visible between the stem and the bone on the medial side. Between the proximal two cerclages there is as well a gap between the stem and the bone on the lateral side. Laterally the two bone fractures are still recognizable. In the second view indicated by a small lucency there seems to be no direct contact between the bone and the proximal part of the stem until the height of the most proximal cerclage. The proximal bone fracture as already seen in the pelvis overview is observable. Routine check-up (B)(6), patient without any complaints, no restrictions / left hip ap and second view: on the ap view compared to the previous x-ray sclerotic lines medial and lateral of the proximal part of the stem until below the most proximal cerclage are recognizable. It seems that below the tip of the revitan stem an intramedullary bony bridging can be seen. In the second view compared to the previous x-ray it seems to be obvious now by sclerotic lines that there is no direct contact between the bone and the proximal part of the stem until the height of the most proximal cerclage. In this view the bridging in the medullary canal seems to be incomplete. On both views the fractures / osteotomy gaps are not anymore recognizable. Sudden pain without any trauma or special event (B)(6) / pelvis overview and second view: on the pelvis overview the fracture of the connection pin of the revitan stem is visible. The proximal fracture part of the stem is tipped medially. On the second view the proximal fracture part of the stem is tipped as well. On both views the sclerotic lines as described before are visible. The fracture of the connection pin is located slightly proximal the distal end of the sclerotic lines. Removal revitan implantation wagner (B)(6) / pelvis overview and second view: a new monobloc stem is implanted. There are five cerclages around the femur. In the proximal area the sclerotic lines are still visible. An osteotomy gap can be seen between the third and the fourth cerclage (from proximal). Surgical report of implantation: the report was translated from (B)(6) to english and the main points are summarized below: indication: the patient has a girdlestone situation in his left hip after the removal seven weeks ago due to a late infection. Now the bacteriological result of the puncture is negative and in general the soft tissue conditions are irritation-free. The crp is normalized. Therefore, the indication for reimplantation is given. The MRI and the CT showed that the abscess in the psoas disappeared completely. There is still a clear fluid collection in the joint, however without reliable indication for infection especially as the puncture was also negative. Surgery: after preparation using a transgluteal approach the neocapsule is opened. It drains a clear haematoma macroscopically without indication for infection. Smears are taken. The entire neocapsule is carefully resected in order to not weaken the adjacent structures. After long and careful preparation the acetabulum can be exposed. The leg is positioned in lotus posture and the femur is curetted. The retrieved granulation tissue is sent for histology as has been done already with neocapsule tissue. In general there is a stable situation with the cerclages fixing the original osteotomy. Jetlavage of femur and acetabulum (after curetting) are performed. There is no indication for a still visible infective situation. The acetabulum is reamed until size 56 mm. Two small cysts are curetted, rinsed and gentacoll-implant is inserted. An allofit cup is impacted and finds an absolutely firm hold. The cup has correct inclination and anteversion. For safety reasons an additional screw is placed cranially. An image intensifier check is performed, the cup position is correct. A durasul insert is impacted. The leg is positioned in lotus posture. The femur is prepared. A trial reduction with a short trial head is performed. The tension conditions appear still a little bit loose, but there is already no dislocation tendency. The trial components are removed and the definite revitan stem with mounted proximal part is impacted. A medium trial head is mounted and a trial reduction performed. As the prosthesis sank a little deeper the tension conditions are still very loose. Also considering the leg length there is still a prolongation possible. Therefore, the head is changed to an xl head. There is complete stability now without problems in flexion and rotation. A final image intensifier check is made showing an absolute correct position of the prosthesis. Sulmycim-implant is placed in the acetabulum as already done in the femur before implantation of the stem. Intensive lavage is conducted, redon drainage is placed, transosseous refixation of the muscles is performed and the wound is closed. Surgical report of revision: the report was translated from (B)(6) to english and the main points are summarized below. Indication: taper fracture of the revitan prosthesis. Surgery: after careful preparation using a transgluteal approach the joint is opened. From the little, macroscopically inconspicuous effusion a smear is taken. After further preparation the dorsolateral surface of the femoral bone is exposed. The planned osteotomy is performed (making drill holes and connecting them by sawing). The osteotome is used to carefully remove the lateral femoral flap which remains in toto. Now it is chiseled around the firmly fixed prosthesis in the bone also to distal. A drill is used to make a hole in the proximal portion of the stem to knock it out. The latter is laborious and time consuming but finally successful. Before, the proximal fracture part with the head was of course removed. The medullary cavity of the femur is curetted. Safety cerclages were affixed close to the osteotomy as well as distally to it. The leg is positioned in lotus posture and preparation of the femur with the rasps for the wagner sl stem is done. With the 19 / 265 mm rasp a trial reduction is made and checked with the image intensifier. There is an exact cortical contact in the middle diaphyseal area. During movement while using a medium trial head no dislocation tendency was seen. Therefore, it is decided to definitely implant a wagner sl stem (19 / 265 mm). Previously, the insert of the cup is changed. Then the definite stem is impacted and a trial reduction with a medium trial head is performed. The tension conditions are absolutely correct and there is no dislocation tendency. The definite ceramic head (36 mm, m) is mounted, intensive rinsing is conducted and the femoral flap is refixed with three cerclages. A final image intensifier check is made showing an exact position and very good repositioning result of the femoral flap to the prosthesis and generally an absolute correct position of the prosthesis. Intensive lavage is performed and the wound is closed. The stability check indicates a stabile hip joint with equal leg length. Update, 10.01.2018: the neck of the proximal fracture part was cut to allow a placement in the sample chamber of a scanning electron microscope (sem) type jeol jsm-6610 ((B)(4)) to evaluate the fracture surface (fig. 13a). Directly at the fracture origin the fracture structure is flattened and not anymore original. Some millimetres towards the centre the fatigue fracture structure is recognisable which changes then into the residual fracture structure after approximately three quarters of the fracture surface. The small stripe of smeared metal on the anterior side of the connection pin was investigated using the energy dispersive spectrometer type oxford inca x-act ((B)(4)), which is part of the above mentioned sem. By comparing a spectrum taken in the area of the stripe with a spectrum taken beside the area of the stripe (see spectrum 4 in fig. 15,16) it was found that titanium, aluminium and niobium are additionally present in the area of the stripe. The distal stem part was longitudinally cut in two halves in anterior ¿ posterior direction until approximately 35 mm below its proximal end. At that height the part was cut transversely. Half 1 contains the anterior side of the connection pin with the fracture origin and half 2 the posterior side with mainly the residual fracture. The connection pin parts were carefully removed from the stem body parts. On the inner diameter of the distal component a line formed due to contact with the edge of the proximal fracture part can be noticed. Below this line there are areas indicating surface changes and probably organic deposits. The bore seems to be slightly discolored all over and has a blueish discolored line at the end of the fitting zone. The latter shows a regular pattern of lines. The discoloration is most probably due to an oxide film. The lateral area of half 1 of the connection pin exhibits close to the fracture surface a stripe with probably surface changes and organic deposits while half 2 has only single zones of that. The fitting area reflects the regular pattern of lines as visible on the stem body. The lateral area of both halves of the connection pin and half 1 of the stem body were investigated in the sem. In the above described zones only organic deposits were observed on half 2 of the connection pin. In the stripe seen on half 1 of the connection pin organic deposits were observed. In one area the material seemed to be etched around the carbides and some pits could be recognized. In the area where the fracture origin is located a structure with parallel lines and broken carbides could be detected. There is a regular pattern of lines in the fitting zone. The micrograph taken in material contrast shows, that the lines can be referred to an overlay from the stem body. On the lateral area of half 1 of the stem body in the area where the stripe seen on the connection pin was located organic deposits as well as a longitudinal pattern can be observed. Further distal in the fitting zone a regular pattern of lines can be noticed. The lines seem to be deformed machining marks which were pulled out in some zones. After sem investigation half 1 of the connection pin was cut through the fracture origin in longitudinal direction. The anterior half was used to prepare a metallographic cross-section which was electrolytically etched (voltage: 0.8 v, etching solution: 40ml butylglykol, 60 ml hydrochloric acid, 3 drops of vogels inhibitor) to check the material condition. The mircosection reveals a normal microstructure for the material used (cocrmo alloy wrought bar / protasul-21) (fig. 22). As far as visible the fracture follows a transcrystalline path. No cracks starting from the lateral area or other fracture triggering features in the material, e.g. Microstructural defects, could be found on the microsection. Devices analysis: visual examination: in the as-received state the ceramic head was still mounted on the stem taper and the conical nut was separated from the stem. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approx. 2 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces of the proximal and distal fracture part look identical and show a fatigue fracture starting from the anterolateral side. There are polished zone recognizable on the fracture surfaces. The inside of the distal part¿s body is worn in the lateral half. The worn area is bounded by a notch on each side whereby one of these is located on the shoulder. Further, there is a small polished spot on the medial side of the posterior shoulder. On the lateral side of the anchoring surface of the distal part the bore hole drilled during revision surgery to remove the part can be seen. Other damage such as scratches and instrument marks is visible mainly on the lateral side most likely as well due to the removal of the part. There are bone attachments mainly on the two distal thirds of the part. On the proximal fracture part of the connection pin there is a small stripe of smeared metal adjacent to the fracture surface. The stripe runs between the lateral and anterior side. Closer inspection of this area with a low power microscope (leica m216 a, (B)(4)) revealed a tiny zone possibly indicating some fretting as well as zones close to the stripe with surface changes rather reminding of organic deposits than corrosion. On the blasted surface of the pin a small polished area can be noticed on the posterior side. One of the lateral surfaces of the medial shoulder reveals a small polished spot. The anchoring surface of the proximal part is damaged by scratches / nicks and does not show bone ongrowth. On the medial side polished transverse lines also merging into the posterior side are visible. The conical nut exhibits some scratches and nicks probably deriving from its removal and is otherwise inconspicuous. The biolox delta head shows smeared metal on the articulation surface as well as on the bottom and chamfer. Conclusion: the hip prosthesis was revised after 3.5 years in vivo due to a fracture of the connection pin of the revitan stem. The x-rays taken in (B)(6) show that after implantation there were several areas without direct contact between bone and proximal part of the stem. Three years after on the x-rays taken in (B)(6) sclerotic lines can be seen around the proximal part of the stem. Finally, in (B)(6) the connection pin is fractured whereby the fracture is located slightly proximal the distal end of the sclerotic lines. The latter indicate the position of the previous implant and that bone ongrowth did not occur in that area. Therefore, the x-ray follow-up points to a suboptimal bone support in the region of the proximal part of the stem, because there was a missing form-fit between implant and bone directly after implantation which did not improve by bone ongrowth over time in vivo. Update, 10.01.2018: the revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. The fracture origin is located on the anterolateral side of the stem. The fatigue fracture could be confirmed by macroscopic as well as microscopic investigation. Neither the appearance of the fracture surfaces nor the performed microsection revealed features that could have triggered or favored the fracture. On the proximal fracture part a small stripe of smeared metal could be observed adjacent to the fracture surface. As confirmed by edx analysis the smeared metal contains the elements of the material used for the stem body (titanium, aluminium and niobium). This indicates that the smeared metal most probably derived from contact of the pin¿s lateral area with the stem body of the distal part. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. The worn inside of the distal part¿s stem body bounded by two notches, the small polished area on the pin¿s posterior side and the small polished spots on the shoulders of proximal and distal part match with the position of the proximal fracture part seen on the x-ray (B)(6). The regular line pattern seen in the bore of the stem body and on the distal fracture part of the connection pin suggests that there was a good press fit between both parts. On the lateral area of the distal fracture part of the connection pin adjacent to the fracture surface a stripe with surface changes was found. On the one hand areas showing some pits and where the material seemed to be etched around the carbides could be recognized. This could point to a corrosion effect. On the other hand on the lateral area close to the fracture origin a structure with parallel lines and broken carbides was observed. Because no etching effect around the carbides was seen and the latter are broken it is assumed that this phenomenon could rather indicate some kind of surface fatigue than a corrosion effect. It is unknown at what point in time the above described phenomena started to develop and if they are associated with the fracture or a concomitant of it. The bone ongrowth seen on the revised parts seems to be in agreement with the x-rays showing direct bone contact between bone and stem only around the distal stem part. Further, the polished transverse lines seen on the medial side also merging into the posterior side of the proximal part could probably derive from movement against the bone and indicate loosening. However, it cannot be said at what point in time the loosening occurred (before or after the fracture). According to the bmi scale the patient can be classified as obese class I (bmi 30 to 35). Update, 10.01.2018: it can only be hypothesized that the stem did not have sufficient proximal bone support. This in combination with the phenomena seen on the lateral area of the distal fracture part of the connection pin, the patient¿s overweight and activity level may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed again. (B)(4).

Manufacturer narrative:
Additional information received on april 03, 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It has now been reported that stem, head and inlay were revised, while the cup was left in place.

Manufacturer narrative:
The manufacturer did not receive devices for investigation. X-rays were received for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting additional information was sent on march 08, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: the actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Ref# 01.00551.102, fitmore hip stem) are marketed in USA, and therefore this report was filed. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted a revitan, distal part, curved, uncemented, 20/140 on the left side on (B)(6) 2013. The patient was revised on (B)(6) 2017 due to pain and cone fracture. Note: the event date was left empty as no exact event date was given.

Manufacturer narrative:
The manufacturer received the device and investigation is in progress. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now additionally reported that the incident occurred on (B)(6) 2017.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per). It is reported: the patient received a revitan stem three years ago and the follow-up was without any problems. The patient came to the outpatient clinic with sudden pulling pain on (B)(6). The radiological check-up showed a taper fracture in the area of the distal/proximal components. The patient will be revised on (B)(6). Additionally to the patient information already indicated on the front page, the degree of activity is rated as ¿medium¿. Review of received data: - x-rays. A powerpoint presentation containing x-rays dated from (B)(6) 2013 to (B)(6) 2017 was received. The exact date of the x-rays is not indicated. The xrays concerning the left hip are described below. It seems that the changes in the bone structure of trochanter major and minor possibly observable over the assessed period can be rather attributed to the difference in contrast of the radiographs than actual bone changes. Three pdf files showing the screen with x-rays in the or were received. These files have a suboptimal quality and the date the x-rays were taken is either not or only incompletely visible. Therefore, the x-rays will not be considered for evaluation. Late infection left hip (B)(6) 2013 / pelvis overview and second view: there are hip replacements on both sides. The x-rays seem to be inconspicuous. On the second view it can be seen that because of the position of the stem in the femur the thickness of the cortical bone is thinnest just below the trochanter major. Removal beginning of (B)(6) 2013 / pelvis overview and ap view left hip: there is a girdlestone situation in the left hip. The femur is fixed with three cerclage wires. A fracture can be recognized below the trochanter major. From that fracture seems to run a longitudinal osteotomy / fracture which ends in a transverse osteotomy / fracture further distal also on the lateral side of the femur. Implantation revitan end of (B)(6) 2013 / pelvis overview and second view: on the pelvis overview on the left side a new hip prosthesis is implanted whereby the femoral component is a revitan stem. The three cerclage wires are still in situ. On the height of the first cerclage a small gap is visible between the stem and the bone on the medial side. Between the proximal two cerclages there is as well a gap between the stem and the bone on the lateral side. Laterally the two bone fractures are still recognizable. In the second view indicated by a small lucency there seems to be no direct contact between the bone and the proximal part of the stem until the height of the most proximal cerclage. The proximal bone fracture as already seen in the pelvis overview is observable. Routine check-up(B)(6) 2016, patient without any complaints, no restrictions / left hip ap and second view: on the ap view compared to the previous x-ray sclerotic lines medial and lateral of the proximal part of the stem until below the most proximal cerclage are recognizable. It seems that below the tip of the revitan stem an intramedullary bony bridging can be seen. In the second view compared to the previous x-ray it seems to be obvious now by sclerotic lines that there is no direct contact between the bone and the proximal part of the stem until the height of the most proximal cerclage. In this view the bridging in the medullary canal seems to be incomplete. On both views the fractures / osteotomy gaps are not anymore recognizable. Sudden pain without any trauma or special event (B)(6) 2017 / pelvis overview and second view: on the pelvis overview the fracture of the connection pin of the revitan stem is visible. The proximal fracture part of the stem is tipped medially. On the second view the proximal fracture part of the stem is tipped as well. On both views the sclerotic lines as described before are visible. The fracture of the connection pin is located slightly proximal the distal end of the sclerotic lines. Removal revitan implantation wagner (B)(6) 2017 / pelvis overview and second view: a new monobloc stem is implanted. There are five cerclages around the femur. In the proximal area the sclerotic lines are still visible. An osteotomy gap can be seen between the third and the fourth cerclage (from proximal). Surgical report of implantation the report was translated from german to english and the main points are summarized below: indication: the patient has a girdlestone situation in his left hip after the removal seven weeks ago due to a late infection. Now the bacteriological result of the puncture is negative and in general the soft tissue conditions are irritation-free. The crp is normalized. Therefore, the indication for reimplantation is given. The MRI and the CT showed that the abscess in the psoas disappeared completely. There is still a clear fluid collection in the joint, however without reliable indication for infection especially as the puncture was also negative. Surgery: after preparation using a transgluteal approach the neocapsule is opened. It drains a clear haematoma macroscopically without indication for infection. Smears are taken. The entire neocapsule is carefully resected in order to not weaken the adjacent structures. After long and careful preparation the acetabulum can be exposed. The leg is positioned in lotus posture and the femur is curetted. The retrieved granulation tissue is sent for histology as has been done already with neocapsule tissue. In general there is a stable situation with the cerclages fixing the original osteotomy. Jetlavage of femur and acetabulum (after curetting) are performed. There is no indication for a still visible infective situation. The acetabulum is reamed until size 56 mm. Two small cysts are curetted, rinsed and gentacoll-implant is inserted. An allofit cup is impacted and finds an absolutely firm hold. The cup has correct inclination and anteversion. For safety reasons an additional screw is placed cranially. An image intensifier check is performed, the cup position is correct. A durasul insert is impacted. The leg is positioned in lotus posture. The femur is prepared. A trial reduction with a short trial head is performed. The tension conditions appear still a little bit loose, but there is already no dislocation tendency. The trial components are removed and the definite revitan stem with mounted proximal part is impacted. A medium trial head is mounted and a trial reduction performed. As the prosthesis sank a little deeper the tension conditions are still very loose. Also considering the leg length there is still a prolongation possible. Therefore, the head is changed to an xl head. There is complete stability now without problems in flexion and rotation. A final image intensifier check is made showing an absolute correct position of the prosthesis. Sulmycim-implant is placed in the acetabulum as already done in the femur before implantation of the stem. Intensive lavage is conducted, redon drainage is placed, transosseous refixation of the muscles is performed and the wound is closed. Surgical report of revision: the report was translated from german to english and the main points are summarized below. Indication: taper fracture of the revitan prosthesis. Surgery: after careful preparation using a transgluteal approach the joint is opened. From the little, macroscopically inconspicuous effusion a smear is taken. After further preparation the dorsolateral surface of the femoral bone is exposed. The planned osteotomy is performed (making drill holes and connecting them by sawing). The osteotome is used to carefully remove the lateral femoral flap which remains in toto. Now it is chiseled around the firmly fixed prosthesis in the bone also to distal. A drill is used to make a hole in the proximal portion of the stem to knock it out. The latter is laborious and time consuming but finally successful. Before, the proximal fracture part with the head was of course removed. The medullary cavity of the femur is curetted. Safety cerclages were affixed close to the osteotomy as well as distally to it. The leg is positioned in lotus posture and preparation of the femur with the rasps for the wagner sl stem is done. With the 19 / 265 mm rasp a trial reduction is made and checked with the image intensifier. There is an exact cortical contact in the middle diaphyseal area. During movement while using a medium trial head no dislocation tendency was seen. Therefore, it is decided to definitely implant a wagner sl stem (19 / 265 mm). Previously, the insert of the cup is changed. Then the definite stem is impacted and a trial reduction with a medium trial head is performed. The tension conditions are absolutely correct and there is no dislocation tendency. The definite ceramic head (36 mm, m) is mounted, intensive rinsing is conducted and the femoral flap is refixed with three cerclages. A final image intensifier check is made showing an exact position and very good repositioning result of the femoral flap to the prosthesis and generally an absolute correct position of the prosthesis. Intensive lavage is performed and the wound is closed. The stability check indicates a stabile hip joint with equal leg length. Conclusion the hip prosthesis was revised after 3.5 years in vivo due to a fracture of the connection pin of the revitan stem. The x-rays taken in (B)(6) 2013 show that after implantation there were several areas without direct contact between bone and proximal part of the stem. Three years after on the x-rays taken in (B)(6) 2016 sclerotic lines can be seen around the proximal part of the stem. Finally, in (B)(6) 2017 the connection pin is fractured whereby the fracture is located slightly proximal the distal end of the sclerotic lines. The latter indicate the position of the previous implant and that bone ongrowth did not occur in that area. Therefore, the x-ray follow-up points to a suboptimal bone support in the region of the proximal part of the stem, because there was a missing form-fit between implant and bone directly after implantation which did not improve by bone ongrowth over time in vivo. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. The fracture origin is located on the anterolateral side of the stem. On the proximal fracture part a small stripe of smeared metal could be observed adjacent to the fracture surface. It seems that this stripe derived from the movement of the pin against the inside of the distal part¿s stem body. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. The worn inside of the distal part¿s stem body bounded by two notches, the small polished area on the pin¿s posterior side and the small polished spots on the shoulders of proximal and distal part match with the position of the proximal fracture part seen on the x-ray (B)(6) 2017. The bone ongrowth seen on the revised parts seems to be in agreement with the x-rays showing direct bone contact between bone and stem only around the distal stem part. Further, the polished transverse lines seen on the medial side also merging into the posterior side of the proximal part could probably derive from movement against the bone and indicate loosening. However, it cannot be said at what point in time the loosening occurred (before or after the fracture). According to the bmi scale the patient can be classified as obese class I (bmi 30 to 35). It can only be hypothesized that the stem did not have sufficient proximal bone support. This in combination with the patient¿s overweight and activity level may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).